Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be kinked. During the fluid path test, fluid passed freely through the complete fluid path, even though the exposed portion of the soft cannula was kinked. Although the cannula was damaged, the timing and cause of the damage is unknown. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects were found with the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied and a bolus was delivered.